Event description:
It was reported that multiple cartridge alarms occurred using multiple cartridges. Customer's blood glucose was 288 mg/dl and customer felt ill. Customer reverted to using an alternate method of insulin therapy. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.